Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. Event logs were provided for investigation. Details of history log: log review shows on (B)(6) 2024 and 8:23pm an infusion start of 1016ml/hr and 254ml (dl: cycloph; dose rate 3810mg/hr). At 8:41pm infusion was stopped with a volume infused of 231.32 with no further infusions taking place. Through review of the active device history log, the reported issue was not observed. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: cyclophosphamide infused 4.5 hours too early. The chemo bag was started at 2022 during change of shift. The pump was programmed to run at 50.76 ml/hr and infuse over 5 hours. Around 2050; the rn went to get her stethoscope from her locker, and when she returned to the patient room, she noticed that the chemo bag was almost empty and only 20ml of medication was left in the bag.